Event description:
The reporter stated the surgeon inserted an aq5010v three piece silicone lens into the patient's right eye. This lens was used as a piggyback back. The lens was removed due to broken zonules. The incision was enlarged to remove the lens. An anterior chamber lens was implanted and the wound was sutured. Reporter stated the cause of this incident was due to patient's anatomy. Patient information was not made available.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Evaluation, results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue on the product. Conclusions: (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, it was determined the cause of this incident was due to patient's anatomy and was not lens related. (B)(4).